Event description:
(B)(4) trial. It was reported that myocardial infarction (mi) occurred. In (B)(6) 2011, the patient presented with restenosis of unknown stent located in the proximal right coronary artery (rca) extending to the mid rca with 80% stenosis. It was 30 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.5 x 28 mm promus element ¿ stent overlapping with a non-study drug eluting stent with 0% residual stenosis. Post procedure, the subject had elevated cardiac enzymes. One day post procedure, the patient was discharged on aspirin and clopidogrel. In august 2014, the patient's troponin values were found to be elevated. An electrocardiogram (ECG) was performed and the patient experienced ischemic symptoms. A non q-wave mi with st segment depression was reported. Target vessel revascularization (tvr) was performed in proximal and distal rca for treatment. Five days post procedure, the event was considered to be resolved without residual effects and the subject was discharged on same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).